Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
An ophthalmic surgeon reported that five days following an intraocular lens (iol) implant procedure, a patient experienced fuzzy vision and sensitivity to light. The surgeon also reported the patient had corneal edema and the eye was not responsive to topical steroids and other medications. Additional information was provided by the surgeon that there was a haze observed on the anterior capsule. The patient's issues were improving on oral steroids. He also reported the initial procedure was uneventful. There are two medical device reports for this patient. This report is for the right eye.